Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified anatomy resulting in compromising the balloon material thus resulting in the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the heavily calcified left main and left anterior descending coronary arteries. The trek balloon dilatation catheter was advanced and attempted to inflate twice to 4 atm; however, the device would not hold pressure as there was a rupture. Another balloon was pulled and used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.